Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a liver resection procedure, the tissue pad was removed (it did not fall into the patient). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was tested with a test handpiece and generator and the device did activate. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted in the mid left anterior descending artery (lad). The promus stent delivery systems (sds) were inflated to 12 atmospheres for 15 seconds and 14 atmospheres for 10 seconds. Intravascular ultra sound (ivus) was performed and the procedure was completed. It is commented that the stents were inflated properly totally, but it was confirmed that the proximal part of the stents were not inflated properly. The blood flow was confirmed to be good in lad and 1st diagonal. The day after the procedure, the patient was discharged from the hospital. On (B)(6) 2010, the patient experienced chest pain while doing field work. St segment increase was noted. Coronary angiography (cag) was performed and thrombosis was confirmed in both stents. The patient was taken for emergency percutaneous coronary intervention (pci). Thrombectomy was performed to aspirate thrombosis within the stents. Pre-dilatation was done in the proximal lad to 1st diagonal branch. The pci treatment had a good outcome to the patient. Though requested, no additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.